Event description:
Same case as: 2134265-2014-04328 and 2134265-2014-04329. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), intravascular ultrasound (ivus) was performed with an ilab ultrasound imaging system in conjunction with an opticross¿ imaging catheter. However, the motor drive unit (mdu) failed to perform automatic pullback. The procedure was completed with another of the same imaging catheter and sled. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that kinks were observed in the imaging window assembly at 84.3 cm and 89.4 cm from femoral marker at the distal end. The telescope assembly was not able to properly pull back, advance, or retract. The telescope cannot advance the transducer distal housing (tdh) to the most distal position. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The imaging window was still connected to the blue sheath tubing at the lap joint. No image appeared in the system due to electrical open at proximal. No wind up was observed on the imaging core during x-ray analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2014-04328 and 2134265-2014-04329. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), intravascular ultrasound (ivus) was performed with an ilab ultrasound imaging system in conjunction with an opticross¿ imaging catheter. However, the motor drive unit (mdu) failed to perform automatic pullback. The procedure was completed with another of the same imaging catheter and sled. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).